Event description:
It was reported that the patient presented in clinic for follow up with fatigue. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi operations. A device download was performed successfully. The patient was stable.